Manufacturer narrative:
The insulin pump had severely scratched display window. No condensation/cloudy display noted under the display window. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer reported via phone call, the top half of the screen on the insulin pump was cloudy and 50 percent of screen is scratchy. Customer attempted to clean the screen with a wash cloth but it would take away the cloudiness. Customer's blood glucose was unknown. Customer stated she can't read the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.